Event description:
It was reported via repair work order that there was a loss of fowler up/down functions due to a damaged footboard. It was also reported that the head end lift had intermittent function due to a damaged base extension. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there were no siderail controls which could impact nurse call. It was also reported that the footboard and fowler were not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there were no siderail controls which could impact nurse call and the footboard and fowler were not functioning properly. Follow-up submitted as further investigation determined there was a loss of fowler up/down functions due to a damaged footboard and the head end lift had intermittent function due to a damaged base extension.